Event description:
Ous MDR - the status of the device was eri during last routine follow-up. The ram dump files attached for further analysis of the device. No MRI and no radiotherapy performed. Patient only receives chest tomography.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 30 months and 14 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. The data revealed that during episode 1 on (B)(6) 2016, the device performed four consecutive charging cycles within two minutes. No shock therapy was delivered. During this episode an error message was triggered indicating that the maximal time was exceeded during the charging. As a result the battery status eri was activated. At a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging times were normal and as expected. For further analysis, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the visual inspection of the inner assembly, a displaced electrical component of the module was identified. Based on the symptoms, it is reasonable to assume that the displacement was caused by a magnet applied with an unfavorable position during a medical treatment on (B)(6) 2016. An unfavorable orientation in combination with a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during an ongoing charging, leading to a temporary high current condition and as a result to the clinical observation. This does not represent a device malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.